Manufacturer narrative:
The lot number was provided for the reported malfunction so a lot history review was performed. The device was not returned to bd for evaluation; however, a medical image was provided for review. The investigation is still underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808560 implantable port allegedly experienced a fracture. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction so a lot history review was performed. The device was not returned to bd for evaluation; however, a medical image was provided for review. The investigation is confirmed for the alleged catheter fracture issue. The root cause could not be determined. The device is labeled for single use. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model: 1808560 implantable port allegedly experienced a fracture. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient's age, weight, and gender were not provided.